Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2413661. The batch 6009484, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009484 was manufactured according to the work instruction (wi) version 117 and manufactured in the line l1 on 18-oct-2024, with a total of (B)(4) units. An extended for wrong rolled tube was performed for the outgoing test 6(g). The sub-assembly: gluing of tubing of the lot 4k01343 was manufactured according to the wi version 8.0 and manufactured in the machine itl01, on 17-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.